Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse reported the customer stated there were no further issues. The fse performed several reproducibility checks, all were within specifications. As a precaution, the fse replaced the mixing check valves. The system was validated. The unit conformed to the manufacturer's published performance specifications.

Event description:
The customer reported significantly discrepant red blood cell (rbc), white blood cell (wbc), hematocrit (hct), and hemoglobin (hgb) results, for two patients, involving coulter act diff 2 analyzer. The customer provided one patient's data indicated significant variability between test #1 and test #2 for rbc, wbc, hct, and hgb results. Test #3 results closely matched test #2 results. The customer confirmed the sample was on a rocker, and the patient was recently collected prior to the first test. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.